Event description:
Incident as reported: laparoscopic cholecystectomy - "when dr (B)(6) was inserting energy device hook caught on inside seal of trocar and a piece was removed." Pt status: normal/stable.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.